Event description:
During a procedure, physician aimed light at chest so he could see better. Light source was 2 1/2 feet from pt. After procedure, light was turned off and noted a 2nd degree burn on pt chest.